Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used , filled easypump ii lt 125-25-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was missing and the patient connector was closed with the original wing cap. After opening the top cap we detected crystallized drug residues and residues of solution (liquid) at the filling port (lli-cone) and at the patient connector. Afterwards a functional test respectively a leak test was carried out at the received sample. After opening the patient connector and waiting for 60 minutes the pump worked (solution was running). Leaks were not detected. The inspected sample is within our specifications. Hence we assess this complaint to be not justified. We have informed our manufacutrer accordingly. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility ((B)(4)): flow rate between 20 and 21 hours or no flow.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The device was heavily contaminated and showed some external damages. The last logged infusion was stopped manually by activating the on/off button. The performed long term test revealed no abnormalities. A faulty function was not detected. Thereupon the sample was disassembled and the inside was investigated. A broken claw mechanism as well as a broken drive head housing were found. The outer look of the device let assume that the device was used out of its specification. The reported error pattern could not be reproduced. The device operated as intended. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. If the pump falls down or is exposed to force, it must be checked by the service department.